Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed hematomas at the device locations. The physician monitored the patient and had no plans to resolve the hematomas. Follow-up indicated that the device was explanted due to the hematomas. Nevro attempted to confirm the reason for explant but was unsuccessful. There have been no reports of further complications regarding this event.